Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a power on reset (por). It was stated that therapy had stopped due to the por. It was noted that the patient was going to turn therapy back on as it wouldn¿t come on at all. The por wasn¿t related to an overdischarge event. This was a warning por. It was noted they saw the elective replacement indicator (eri) a year or two ago. The patient was implanted for complex reg pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.